Event description:
It was reported during an electrophysiology study and ablation procedure performed under general anesthesia, the pt expired. At the beginning of the procedure, the physician noted the pt was clinically stable however, the pt's ejection fracture (ef) was 35%, which had decreased from one month prior. A resterilized quad catheter was placed at the his position, a resterilized decapole catheter was placed in the coronary sinus and the safire blu ablation catheter was inserted into the right atrium. The cavo-tricuspid line was ablated; however, the tachycardia was not terminated. The physician then performed transseptal puncture using a brk needle and agilis introducer sheath. While mapping the left atrium the pt became hypotensive. A transesophageal echocardiogram was performed, revealing a very small pericardial effusion. For the duration of the procedure the effusion was monitored and did not change in size. The anterior floor of the left atrium was ablated for approx two minutes. The tachycardia terminated with a catheter bump; however, the tachycardia restarted with pacing and terminated again with a catheter bump. The pt became increasingly hypotensive, the ef had noticeably decreased and the left ventricle appeared motionless. The catheters were moved from the left atrium into the right atrium. Doboutamine, dopamine, epinepherine, amiodarone and protamine were given and CPR was initiated. The pt was in sinus rhythm but had very little cardiac output. An impella catheter was placed in the left ventricle. No st elevations were noted throughout the case. Ventricular fibrillation occurred several times and the pt was cardioverted back to sinus rhythm with no cardiac output. Echocardiography was monitored throughout the resuscitation but no cardiac motion was noted from the left ventricle and minimal motion was noted from the right ventricle. The effusion was still noted as very small; however, a pericardiocentesis was performed with approx 40cc of blood removed. This had no effect on cardiac output. Eighty minutes after CPR was initiated the pt reportedly expired.

Manufacturer narrative:
We are in the process of evaluating the device. Upon completion of the eval of the device a follow up med watch report will be filed.